Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recw1447 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the first patient had the PICC implanted (B)(6) 2019 and explant (B)(6) because it was leaking and the treatment was ended (B)(6). It have been used with epirubicin and cyklofofamid 3 times. The patient was not hurt from the broken catheter.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed a nd appears to be related to the use of the device. One 4 fr powerpicc solo was returned for investigation. The catheter appeared to have been trimmed at the 38 cm depth marker. Use residue was observed throughout the device. The printed markers were worn and discolored from the proximal end up to the 11 cm depth marker. A circumferential split was present between the 7 and 8 cm depth markers. Microscopic observation of the split surfaces revealed them to be rough and granular. Discoloration and wrinkling was present near the split edges. One of the split corners was observed to propagate towards a ¿c¿ shaped split. The wall thickness and outer diameter were measured near the split location and was found to be within specification. Based on the condition of the returned sample, the split was likely a result of material fatigue caused by repeated kinking of the catheter. The product IFU precautions state, "avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort" and "caution: to minimize the risk of catheter breakage and embolization, the catheter must be secured in place." A lot history review (lhr) of recw1447 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the first patient had the PICC implanted (B)(6) 2019 and explant (B)(6)because it was leaking and the treatment was ended 25/3. It have been used with epirubicin and cyklofofamid 3 times. The patient was not hurt from the broken catheter.